Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: customer returned two 4mm, 32 gauge pen needles. The pen needles were visually inspected prior to testing. One of the pen needles was found to have a bent needle on the non-patient side of the hub¿s needle cannula. Additionally, the remaining needle was broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to a test pen. As a result, the pen needles appear to be clogged during use. Since the insulin cannot pass out of the pen needle from the pen, the button would be difficult to depress as it would instead build up pressure on the system. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. Pen needle DHR batch 0059792 was reviewed. The batch number was built with pen needle assembly line in august 2020. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Based on the samples received, bd found that 1 pen needle had been bent and 1 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The pen needle button would be harder to depress as a result. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that 2 bd pen ndl 32g 4mm 90 CT were unable to prime or difficult to operate. The following information was provided by the initial reporter :   the consumer reported needle clog during priming stating that the button on his pen will not depress and there is no insulin flow. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm 90 CT were unable to prime or difficult to operate. The following information was provided by the initial reporter :   the consumer reported needle clog during priming stating that the button on his pen will not depress and there is no insulin flow. Date of event: unknown. Samples: available.